Event description:
It was reported that during a scheduled coronary drug eluting stenting treatment procedure, stent damage was noted. The index procedure treated the 90% stenosed, 15mm target lesion located in the moderately tortuous proximal right coronary artery. After pre-dilation with a 2.5x15mm non bsc balloon, the physician attempted to place a 3.5x16mm taxus liberte stent but was unable to cross the target lesion. No withdrawal resistance was met, but it was noted that the stent became flared. The procedure was completed with another 3.5x15mm non bsc device. No pt complications occurred and the pt's condition was listed as "good".

Manufacturer narrative:
(B)(6). (B)(4).